Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple minimum fill notifications while attempting to load the same cartridge multiple times. The customer loaded a new cartridge successfully. The customer's blood glucose level was 155 mg/dl.